Manufacturer narrative:
Voluntary mw number mw5150621 was received 30jan2024. Per mw number mw5150621, the initial reporter asked to remain confidential. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states that a heartmate 3 patient had a chronic driveline infection with methicillin-sensitive staphylococcus aureus (mssa) and candida alicans. The patient had many side effects from the antibiotics to treat the driveline infection and eventually the patient was not able to tolerate them. The patient was transitioned to hospice and passed away at home. The patient experienced a serious adverse event that was device related (uncontrolled driveline infection).